Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 into patient's eye with no problem, however couldn't get the lens to sit right in the patient's capsular bag. The surgeon enlarged the incision and cut the lens in half to removed it from the patient's eye. He replaced it with another model lens and placed a suture to close the wound. The reporter stated that there was no problem with the lens when it was inserted it was due to the patients anatomy.